Event description:
It was reported that during the procedure the physician felt resistance while advancing the subject coil within the microcatheter shaft. While retrieving, the subject coil detached prematurely within the microcatheter. The subject coil was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H3 other text : the device is not available to the manufacturer.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes), there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as visual testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. It was reported that when the subject coil was inserted into a microcatheter, resistance was felt in the middle of the shaft. When the coil was retrieved, it got prematurely detached (location of premature detachment is unknown) within the microcatheter. Additional information provided by the customer indicated that the device was confirmed to be in good condition during preparation/prior to use on the patient and was prepared for use as per the dfu, continuous flush was set up and maintained throughout the clinical procedure, the tortuosity of the patient's anatomy was average, the tapered distal end of the introducer sheath was firmly seated in the hub of the microcatheter, the rhv was adequately tightened while the introducer sheath was in the hub (not over/under-tightened) and was opened enough to allow passage of the device through without damage, the coil was advanced slowly and gently without applying excessive force, no torque was given where advancing the delivery wire, and the coil was removed with the entire microcatheter. While there are a number of potential causes for the reported issue, because review of available information failed to identify a definitive cause and the device was not returned for analysis, an assignable cause of "undeterminable" was assigned to as reported "coil in catheter friction" and "main coil prematurely detached/separated during use".

Event description:
It was reported that during the procedure the physician felt resistance while advancing the subject coil within the microcatheter shaft. While retrieving, the subject coil detached prematurely within the microcatheter. The subject coil was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.